Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges that the patient experiencing pain, discomfort, loss of mobility ,loss of range of motion and inflammation in both thigh and hip areas. Blood testing has indicated elevated cobalt-chromium levels and metal debris. It was also stated that the patient will undergo revision surgery on may 2017. Patient has a pinnacle hip implant on mom device. No product codes and lot numbers provided. No laboratory results provided for the alleged high metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Update jul 10, 2017: medical records received. In addition to what was previously alleged, pfs alleges weakness and difficulty in walking. After review of the medical records of the MDR reportability, patient was revised due to failed left tha with metal on metal construct. Revision notes noted a significant brown-tinged fluid and synovitis. Soft tissue destruction was also noted in the periarticular area without full-thickness muscle loss. Patient had also trochanteric bursitis. Clinic notes stated joint grinding and limping. Laboratory results for cobalt-chromium levels were below 7 ppb. Product codes and lot numbers provided. This complaint was updated on jul 25, 2017.